Event description:
It was reported that the pt's neurostimulator had moved in her body and was replaced. Additional info has been requested. See manufacturer's report #3004209178-2010-10602 for subsequent neurostimulator issue.

Manufacturer narrative:
(B)(4).